Event description:
Event as reported: leaking at tubing connection on the distal to pumping section, where the gold set connector connects to the IV on the patient. No patient injury occurred as a result of this complaint.

Manufacturer narrative:
Product has been received and is being evaluated. Results of investigation will be made available once completed. No clinical injury to patient.